Event description:
It is reported by pt's attorney that pt underwent right total hip replacement in 1999. Post-op, x-rays taken in 2006, revealed that the pt's ceramic femoral head had fractured. As a result, three days after, the pt's femoral head was removed and revised.

Manufacturer narrative:
Eval summary: this zirconia femoral head is from a suspect lot that has been recalled by the MFR, saint gobain, due to mfg process issues documented by the MFR. Eval: no product was returned for eval. Device history records indicate MFR to spec.